Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted due to high threshold and dislodgement. The lead also perforated the patient's heart and afterward could not be retracted due to tissue in the helix. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analyzed. This analysis revealed no indication of a material or a manufacturing problem. Further analysis of the lead demonstrated deformations of the outer conductor coil and a bend in the leads distal part. As the root cause of the observed damages, mechanical forces applied during the surgery should be taken into consideration. Furthermore, deformations of the inner coil close to the is-1 connector pin were found which were caused most likely by overrotation of the inner coil during the retraction of the fixation helix. With regard to the issues mentioned in the complaint description, the analysis of the lead did not show any deviations. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.